Manufacturer narrative:
The device analysis report is attached. This report is submitted on april 27, 2020.

Manufacturer narrative:
This report is submitted on december 15, 2016, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced cholesteatoma at implant site; subsequently the device was explanted on (B)(6) 2016. It is unknown if there are plans to re-implant the patient with a new device as of the date of this report.